Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring the ECG rhythm of a (B)(6) year old male patient with 12 leads, the device inappropriately shut down. Complainant indicated that during subsequent biomed testing, the device was unable to power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to water damage on all the boards. Water ingress was established as the source of the damages. Communication with the customer confirmed that the device was involved in a flood on the fire engine before the reported event. The device was deemed unrepairable and will be returned to the customer labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.